Manufacturer narrative:
Initial medwatch submitted to the FDA on 07/jan/2022. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting, abdominal pain and obstruction" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number, af03914.

Event description:
Patient experienced vomiting and adbominal pain. During the extraction the balloon got stuck in the duodenum leading to obstruction. Spent 3 day in hospital. Balloon was removed successfully and patient is doing fine.

Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 11/jan/2021. The device has not been returned for analysis. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af03914. Assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.